Event description:
It was reported that the intraocular lens haptic broke through the posterior capsule causing a tear. Lens was removed and a second lens implanted without further complication.

Manufacturer narrative:
Analysis of the intraocular lens (iol) confirmed the diopter of the lens was correct as labeled, 18.5 diopters. All other optical measurements met specifications. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
The intraocular lens (iol) has not been received for analysis. The lens met all manufacturing specifications prior to release. Update will be sent after analysis of the lens is completed.

Event description:
It was reported the intraocular lens(iol) was removed and replaced without complication 9 months after implant due to the improper iol power implanted initially.